Event description:
Presented to ER with hypotension shortness of breath. Had dialysis at (B)(6) hosp, in the previous day. Emergency room diagnosis was chf, end-stage urine disease. The pt was to be transferred to (B)(6) for nephrologist. The blood pressure continued to drop and dopamine was started. The pt had an acute cardiac event. Pt was intubated, CPR initiated. The physician documented that the pt was placed on an external pacer. The pt's own internal pacer and defibrillator for some reason stopped functioning. The external pacer was continued. Despite all attempts, the code was not successful.